Event description:
It was reported that while placing a bravo ph monitor, the capsule would not 'deploy' from the delivery system. It did not attach and fell off in the patient's throat. It was noted that the capsule trocar needle did not advance. No serious injury to the pt was reported.

Manufacturer narrative:
The device is included in the bravo ph capsule and delivery system (5-pack) and (single-pack) field action - failure to detach, physician communication.